Event description:
The patient is enrolled in a clinical drug study. The patient received intra-arterial chemotherapy (gemcitibine)to treat a pancreatic tumor. The renovocath was used to deliver the drug directly to the splenic artery, proximal to the tumor. The device was inserted into the left upper brachial/axillary artery through 65 cm terumo sheath. The procedure was successfully completed and the drug infusion lasted 23 minutes. Within an hour of the procedure the patient complained of pain and blue fingertips to 1st and 2nd digit on left hand. On examination the patient had a palable axillary pulse but no brachial/radial pulses. A vasular surgeon was consulted and the patient was sent to or for an open thrombectomy, proximal to the access site, incision was approximately 5cm and approximately 3 cm of thrombus was extracted. Post-procedure, the patient had 2+ left radial pulse, color had returned and all sensations were intact. The patient tolerated the procedure well with no further complications. She was discharged home on (B)(6) 2019. Note: ~ 6-7 cm of spare catheter length using the terumo pinnacle destination 65cm 6f sheath straight with tuohy-borst.

Manufacturer narrative:
The device was not returned for inspection. A review of lot history records did not reveal any issues that might have caused or contributed to the adverse outcome. The labeling was reviewed and found to contain the appropriate directions and cautions. A review of the literature describes a 0.9% of thrombotic events for related procedures. Renovorx will continue to track and trend for adverse events as part of post market surveillance. This MDR was originally submitted on august 30, 2019. However, this MDR is being resubmitted on march 28, 2022 because an investigation determined that the original submission was not properly accepted in the production webtrader environment.